Manufacturer narrative:
As reported three years post surgery for laparoscopic promontory fixation for prolapse, the promontory fixation capsure tackers were exposed vaginally. Subsequently, the patient underwent removal of the exposed promontory fixation tackers. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. The adverse reactions section of the instructions-for-use supplied with the device lists erosion as a possible complication. Review of manufacturing records confirms the product was manufactured to specification. This emdr represents the capsure (device 2). An additional emdr was submitted to represent the capsure (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2023 the patient underwent laparoscopic promontory fixation for pelvic organ prolapse with concomitant subtotal hysterectomy, during which two (2) capsure fixation devices of the same lot number were used. Postoperatively, exposure of the capsure fasteners through the vaginal wall was identified. The exposed fasteners were subsequently removed from the patient¿s body on (B)(6) 2026 and a bacteriology test was performed. At the time of implantation, the fasteners were fully deployed and appropriately positioned. The patient experienced minor bleeding. However, the patient currently has no ongoing issues. This file represents device #2.